Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s grandmother reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer's blood glucose level was 484 mg/dl at the time of the incident. The customer stated that they were using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported missing segments during the self test. The customer stated that the insulin pump passed the self test. The customer was unable to perform the high performance test as they did not have the tubing clamps. The customer is not currently using the auto mode. It was reported that the insulin pump had a cosmetic damage as it fell on the floor and caused the belt clip to break off. The insulin pump will not be returned for analysis.